Event description:
Two discrepant advia 2120 cbc results were obtained on pt samples. The results were reported to the physician. The pt samples were retested and corrected result were reported. One pt was sent to the emergency room, and the other pt received blood transfusion. There was no report of adverse health consequences due to the discrepant cbc results.

Event description:
Two discrepant advia 2120 cbc results were obtained on pt samples. The results were reported to the physician. The pt samples were retested and corrected result were reported. One pt was sent to the emergency room and the other pt received blood transfusion. There was no report of adverse health consequences due to the discrepant cbc results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant cbc results was due to the presence of needle thread fragments in the needle aspiration assembly. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant cbc results was due to the presence of needle thread fragments in the needle aspiration assembly. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.